Manufacturer narrative:
Reported event: an event regarding infection involving an unknown implant liner was reported. The event was not confirmed. Method & results:  device evaluation and results: material analysis, functional and dimensional inspections could not be performed as the device was not returned. Visual inspection - the reported device was not returned however photographs were provided for review. The photographs show a recently explanted device having blood spots and scratches onto it with nothing remarkable to report. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as device identification and return, complete clinical or pmh , subsequent revision operative reports, laboratory or pathology reports, examination of explanted components are required to complete the investigation for determining a root cause. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Catalog numbers and lot codes of other devices listed in this report: 6570-0-236, delta v-40 ceramic head 36/+5, lot 70166801,70166802,70166803,70166804. 6721-0435 size 4 accolade ii 127 deg, lot 68794406. 502-11-50d, trident hemispherical cluster hole shell, lot 68558304. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that a stage 1 revision was performed on the patient's right hip due to infection. All components were removed and temporary implants were placed. Rep provided explant pictures (including a stem with explant damage) and revision usage sheet, and confirmed that no further information will be released by the hospital or surgeon.